Manufacturer narrative:
The account manually cranked down the head section and isolated the siderails. The account found with the left siderail unplugged the head section does not rise. The account replaced the left siderail switch package to repair the bed.

Event description:
The account alleged the head section rose on its own when the bed was plugged in.